Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 4000 pump. The device was visually inspected and found top case cracked and front bottom corner. Visible contamination revealed on a/c cord clamp and ' l " bracket pole clamp. The complaint was not verified in duplicating testing, however since the event log substantiated the complaint alarm of backup audible alarm post, for preventive measures the pcb main board replaced. Device passed all testing.

Event description:
Information received a smiths medical medfusion 4000 pump system failure back up audible alarm. No patient adverse events reported.